Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported as the tubing was removed from the pump at the end of a normal saline infusion, a ballooned segment was identified. No IV push was administered prior to the event. No patient harm was reported.